Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the uninterruptible power supply (ups) was replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found that the returned ups powered on and off with the power switches, switched between ac and dc power , powered a 500w load under battery power and recharged the battery. There was no failure found with the ups. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that while navigating, the system unexpectedly shutdown while still plugged into the wall. The surgery was completed with navigation and there was no impact on patient outcome.